Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and the electrode pads were not returned to zoll medical corporation for evaluation. The customer indicated the report was human error. A follow-up with the customer confirmed that the device was working as expected. They stated "the test never failed, the rn performing the test was reading the normal result as a fail because she didn't understand the way the result was supposed to read. Analysis of reports of this type has not identified an increase in trend.